Event description:
Patient had a recurrent macula on retinal detachment. Underwent uneventful vitrectomy with silikon 1000 endotamponade. Preoperative vision was 20/25. This was reduced to 20/100 prior to surgery due to a vitreous hemorrhage (macula remained attached). While endotamponade was present, vision was initially 20/100, ph 20/60. However, after silikon 1000 was removed, vision did not improve. Thought initially due to his cataract. Underwent uneventful cataract surgery, vision remained poor at 20/100 with a small central scotoma. Oct (optical coherence tomography) showed mild inner retinal thinning which improved. Central scotoma remained. Hvf 10-2 confirmed central scotoma, without other field defects. Multifocal erg(electroretinography) normal. Diagnosed as silicone oil toxicity. Silikon 1000 lot number: 128jk. Two additional eyes had nearly identical presentations (mac on retinal detachment, use of silikon 1000, persistent post-operative central scotoma despite absence of macula/foveal damage). In two other cases lot numbers of silikon 1000 were 128eh (same lot number) and 128jk. All cases occurred between (B)(6) 2024. Refer to report#: mw5171406.